Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing, each having their eclipse shields activated, and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield broke off from needle. There was no report of patient or user impact. The following information was provided by the initial reporter: during use safety shield dropped off when used it.